Manufacturer narrative:
The customer¿s report of occlusion alarms was not confirmed. Functional testing was performed by filling a lab syringe with water and flushing each set. Both sets flowed freely and showed no signs of occluding anywhere throughout both sets. Both sets were loaded into a lab pump module for an infusion test. The primary infusion was programmed at a rate of 100ml/h and 100 ml vtbi. The infusion completed with no alarms and no signs of occluding. The sets were then pressure tested while submerged underwater. There were no signs of occluding anywhere on both of the returned sets while the tubing was manipulated at each engagement. The root cause could not be identified.

Event description:
It was reported that the infusion nitroglycerin 50mg/5% dextrose 250ml tubing set was placed into the primary pump module while being piggybacked into a running primary infusion of 0.9% nacl infusing at a rate of 100ml/hour. The nitroglycering glass bottle was spiked, the tubing set vented and primed without difficulty. The nitroglycerin infusion was initiated at a rate of 10mcg/minute which is the facilities standard starting rate on an adult patient. Immediately after the infusion was initiated the device alarmed "occluded patient side" while the primary infusion tubing set displayed no occlusions. The secondary tubing set clamps were checked and found to be open. This was confirmed by a second rn. Suspecting that the tubing set was faulty, the rn disconnected the secondary tubing set from the primary tubing set and held it over a waste basket and restarted the pump module. The device continued to alarm "occluded patient side"' despite the secondary tubing set being disconnected. The secondary tubing set was removed from the pump module with the safety clamp opened and it was found that the nitroglycerin proceeded to flow freely. This was repeated with two other tubing sets, testing each set in two different pump channels only to have the devices to continue to alarm "occluded patient side." The nacl was infusing via channel a and the nitroglycerin was tried on channels b and c. No extension tubing sets were used. The patient remained slightly hypertensive immediately post-operatively. Although there was no direct harm immediately noticed, an order was eventually obtained for the initiation of a nicardipine infusion.

Manufacturer narrative:
Occupation-contracting and sourcing admin. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult patient.

Event description:
It was reported that the infusion nitroglycerin 50mg/5% dextrose 250ml glass bottle tubing set was placed into the primary pump module while being piggybacked into a running primary infusion of 0.9% nacl infusing at a rate of 100ml/hour. The nitroglycerin glass bottle was spiked, the tubing set vented and primed without difficulty. The nitroglycerin infusion was initiated at a rate of 10mcg/minute which is the facilities standard starting rate on an adult patient. Immediately after the infusion was initiated the device alarmed "occluded patient side" while the primary infusion tubing set displayed no occlusions. The secondary tubing set clamps were checked and found to be open. This was confirmed by a second rn. Suspecting that the tubing set was faulty, the rn disconnected the secondary tubing set from the primary tubing set and held it over a waste basket and restarted the pump module. The device continued to alarm "occluded patient side"' despite the secondary tubing set being disconnected. The secondary tubing set was removed from the pump module with the safety clamp opened and it was found that the nitroglycerin proceeded to flow freely. This was repeated with two other tubing sets, testing each set in two different pump channels only to have the devices to continue to alarm "occluded patient side." The nacl was infusing via channel a and the nitroglycerin was tried on channels b and c. No extension tubing sets were used. The patient remained slightly hypertensive immediately post-operatively. Although there was no direct harm immediately noticed, an order was eventually obtained for the initiation of a nicardipine infusion.